Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported a consumer had their ins and lead explanted due to lack of efficacy and consumer request to remove it. The hcp noted the lead difficult to remove and after tension to remove it, the wire came out but two of the electrode casing left in situ. No diagnostics/troubleshooting performed. Unknown if the issue was resolved. The reason for initial implant was noted as fecal incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.